Event description:
It was reported that during an electrophysiology procedure to implant a biventricular implantable cardioverter defibrillator (ICD), the tip of the whisper guide wire separated while the physician was advancing the guide wire in the lead. The tip of the guide wire remains inside the lead. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire separation may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the guide wire in this trapped state would exceed design limits and cause the reported separation. In this case, a conclusive cause for the reported guide wire separation could not be determined as there was no reported resistance with the lesion and/or other device. The guide wire was not returned which may have aided in the evaluation. Reportedly, the separated portion of the guide wire remains inside the lead and it should be noted in the whisper guide wire instructions for use intended use section that: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous trasluminal angioplasty (pta). It is unknown if the use of the leads contributed to the reported guide wire separation. Manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.